Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the collar on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit was cracked after 14 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was returned to fisher & paykel healthcare (B)(4). The returned breathing circuit was visually inspected and pressure tested for leaks. Results: visual inspection of the returned breathing circuit revealed that the collar at the patient end of the expiratory limb was cracked. There was no visible damage found on the tubing of the rt265 breathing circuit. Pressure test revealed that the returned breathing circuit was within specification. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine definitively the root cause of the cracking. However, the customer has confirmed that the subject breathing circuit was in use for 14 days before the issue was observed. This indicates that the complaint circuit became damaged after it was released for distribution and after the maximum intended use of seven days. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 7 days. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.